Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, the screen on their device went blank and would not come back on. There was no adverse effect to the patient due to the reported issue. They were able to complete a blood pressure reading manually. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient and event; however, no response has been received.

Event description:
The customer contacted physio-control to report that during a patient event, the screen on their device went blank and would not come back on. There was no adverse effect to the patient due to the reported issue. They were able to complete a blood pressure reading manually. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient and event; however, no response has been received.

Manufacturer narrative:
The customer contacted physio-control technical support and reported that this complaint should be voided as there was not a second device complaint. All of the complaint details were reported on medwatch report # 0003015876-2018-00871. H3 other text : device not evaluated by manufacturer